Event description:
It was reported that the patient presented for a follow up with a right ventricular lead that exhibited high capture thresholds and high pacing impedance due to lead fracture. The lead was explanted and replaced. The patient was recovering post-procedure.